Event description:
The customer reported the pump feeds more than tolerance range. The customer stated that the test feeding exceeded the acceptable range running at 150 ml/hr for 30 minutes. The rate was set to 150 ml/hr and the actual volume delivered was 87ml.